Event description:
The reporter stated that they received a recall letter in the mail regarding the omnipod 5 and wished to report their experiences with the device. The reporter indicated that several pods failed to provide readings or did not function at all and displayed error messages. The reporter further stated that the recurring failures caused frequent pod changes, resulting in shortened supplies. In addition, the reporter experienced difficulty delivering bolus doses. The reporter believes these issues contributed to elevated blood glucose levels. No hospitalization or medical intervention was reported. No further information is available at this time.